Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the left lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was replaced, both leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03373. It was reported that the patient was experiencing a shocking sensation, which was resolved during a reprogramming. However, the patient lost left side coverage and it was found that only contacts 1-8 were programmed. Reprogramming was attempted again but the shocking continued. All impedances were found to be normal. In turn, surgical intervention may be pending to resolve the issue.